Event description:
It was reported by the physician that during a follow up the pulse generator could not be interrogated, the programmer would freeze and was unable to end session and had to reboot the programmer. Interrogation through engineering test page showed the device sensing intermittently display the message -please locate device. A device image was attempted to be saved but communication was intermittently interrupted and the image could not be saved. The device was explanted and replaced successful. No additional information was available.